Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the bradycardic patient presented to the emergency room. It was revealed that the patient's right ventricular lead had dislodged and was sitting in the atrium. The lead was repositioned successfully. The patient was doing well post procedure.